Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead (rv) lead exhibited over-sensing. Additionally, the left ventricular (lv) lead showed high capture threshold and lead dislodgement was suspected. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the left ventricular (lv) lead dislodgement was confirmed via chest x-ray. Additionally, programming changes were made to address over-sensing on the right ventricular lead (rv) lead.